Event description:
It was reported that the patient presented for an implant procedure. After the right ventricular (rv) lead was positioned, the physician proceeded with suturing. During the suturing process, the rv lead became dislodged. The rv lead could not be removed from the header. As a result, both the pacemaker and the rv lead were not used and were replaced. The patient was in stable condition throughout the procedure.